Event description:
It was reported that during a procedure, it was identified that the console was working at reduced power. There were no patient complications, however the procedure outcome is unknown.

Manufacturer narrative:
With all the available information, boston scientific concludes that the reported event was not confirmed. The laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, the console was serviced onsite by a field service engineer (fse). The fse performed a physical inspection of the console and it turned on without errors. The software, circuits and opctics and near and far alignments were checked and all was in good condition. The fse checked and adjusted pyro mains, safe and holgains. Also, the console was tested and it was working within specifications. Based on analysis and the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that during a procedure, it was identified that the console was working at reduced power. There were no patient complications, however the procedure outcome is unknown.